Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the pt sat up during surgery, resulting in a capsular bag tear. The iol was placed in the sulcus due to the capsular bag tear. Postoperatively, the pt was noted to have pigmentary dispersion, iritis, and elevated intraocular pressure (iop). A secondary surgical procedure was performed to insert a glaucoma valve to relieve the elevated iop. Following this procedure, the pt's visual acuity was noted to be ucva 20/20 and the iop was under control. The surgeon reported the pt is also being treated with medications. The surgeon was unwilling to complete the questionnaire.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/20/2009, 10/26/2009, 10/29/2009, 11/09/2009, and 11/16/2009 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (Device, incorrect care/use of). This report was mailed to FDA on: 11/19/2009.